Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 initial reporter phone:(B)(6). H3: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found in the event history log. Functional testing was unable to duplicate the issue. The investigation determined that as the device had been serviced previously for the same issue, the mainboard may be faulty. The mainboard was replaced to correct the issue. Service history review identified the complaint may have been related to a previous service of the device within the review period.

Event description:
It was reported that the pump alarmed, "check for empty tubing or reservoir," then stopped. There was unknown patient involvement. No patient harm/adverse event reported.